Event description:
A webform complaint was received in which it was reported a customer received a "scan error" message on the abbott diabetes care (adc) device and was unable to obtain readings. As a result, customer was unable to self-treat, a blood glucose measurement was taken by a non-healthcare professional with a result of 0.5 mg/dl, and a healthcare professional was contact who provided third-party treatment of a bottle of "delical drink." There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in manufacturer date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
This serves as a correction report. All pertinent information available to abbott diabetes care has been submitted.on the previous initial submission (2954323-2023-08981) section h1 was incorrectly documented.

Event description:
A webform complaint was received in which it was reported a customer received a "scan error" message on the abbott diabetes care (adc) device and was unable to obtain readings. As a result, customer was unable to self-treat, a blood glucose measurement was taken by a non-healthcare professional with a result of 0.5 mg/dl, and a healthcare professional was contact who provided third-party treatment of a bottle of "delical drink." There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.